Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 23 jul 2018. On (B)(6) 2018, the patient underwent a left knee revision due to pain and loosening of the tibial tray at the cement to implant interface. Cement manufacturer is unknown. It is noted the patient underwent a primary bilateral knee arthroplasty on (B)(6) 2014. There is no indication or allegation against the right knee within the available medical records. Doi: (B)(6) 2014 bilateral knees. Dor: (B)(6) 2018 left knee.